Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a loose drive support disk. The insulin pump was received with a cracked case at display window corners and minor scratches on the display window.

Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer stated she was doing a set change and saw insulin shooting out. The blood glucose reading was 126 mg/dl. No significant events leading to the alarm were observed. Nothing further reported.